Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Received info stating that the customer has had multiple inaccurate fill estimates. Tandem technical support assisted customer with reloading cartridge but pumping was stopped at 9.8 units during fill tubing and the pump was requesting a minimum of 50 units. The pump reportedly had been filled with 295 units. There was no impact to the customer's blood glucose level.